Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, at the end of closing the hernia while using a running a suture, the thread broke. They took out another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned samples noted two sutures and two needles. The sutures were received with the loops open. It was observed, under magnification, that each loop appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of each loop. As no sealed products were returned, functional testing was precluded. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.